Manufacturer narrative:
No product will be returned. No DHR review was possible since no lot/catalog number was provided. The complaint could not be confirmed. The reported condition is consistent with previous complaints received. A CAPA was generated to further investigate and expand a systemic evaluation related to these events. The most probable root cause has been identified to be related to the stopcock supplier.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Medwatch form with uf/ importer report # (B)(4) was received on 31jul2019 with the following information: on (B)(6) 2019, a (B)(6) male patient had a monitorr (product ID not specified) for ventriculostomy drainage and intracranial pressure (icp) readings. Upon transfer out of the neurovascular intervention laboratory, it was noted that the transducer was not attached to the external ventricular drain (evd) or ventriculostomy monitoring system. The system was clamped to the patient at the most proximal stopcock prior to the event. It was also noted that the plastic connection hub was broken off at the base. It was unknown if there was any patient injury or surgery delay. Additional information has been requested.